Event description:
On (B)(6) 2012, the reporter contacted animas to report that for three days the patient obtained elevated blood glucose readings ranging from 380 mg/dl to 400 mg/dl. On (B)(6) 2012 at 3:30 am, the patient obtained the blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) and she experienced the symptoms of shortness of breath and chest pain. The patient tested negative for ketones. The patient corrected her blood glucose level with 12 units insulin bolus via a syringe injection, and her subsequent reading was 114 mg/dl. Troubleshooting revealed all pump settings, programming and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. It was also revealed the patient had discovered a bent cannula in one infusion set and had experienced bruising at the infusion site. It was also reported that the patient used refrigerated insulin, which may contribute to micro-bubbles and under-infusion of insulin. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique may have been incorrect by the use of a bent cannula infusion set, and refrigerated insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: no insulin delivery or pump defects were found. Daily insulin delivery totals correctly reflect the programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within specifications unrelated to this complaint, the display screen exhibited faded color. When replaced with a test screen, the pump booted to normal contrast.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.